Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted related to the advisory notification regarding this model/device. It was also noted that this right atrial lead was explanted due to dislodgement. No adverse patient symptoms were reported. The device was retrieved from archive for further investigation.